Manufacturer narrative:
The customer confirmed to us that all pieces were retrieved and there was no patient impact. Also, per customer, the item is not available for evaluation.

Event description:
Allegedly, during a cystoscopy, laser lithotripsy bladder stone and change of suprapubic catheter procedure, the tip of the inner resectoscope sheath broke into pieces. "The physician was able to retrieve missing pieces, except for a very minute piece of less than 2 mm, through the cystoscope". The bladder was thoroughly irrigated by the doctor. The patient was discharged on the day of the procedure.